Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 unit of echo-19 device of unknown lot number involved in this complaint was returned for evaluation, not in its original packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 05 august 2021. Needle able to advance and retract with great difficulty distal end of the needle examined and no pointed tip observed indicating a possible distal needle break. The distal end of the sheath also observed to be broken. Stylet removed with difficulty from the device and no issue observed "can the customer clarify if it was a distal needle kink or a distal needle break the observed? Can they also clarify where the broken piece of the needle is located, was it disposed of? During the lab evaluation a proximal needle kink was observed can you also please ask the following in relation to this complaint; - was there a proximal needle kink observed when the device were being sent back to cook ireland? The above mentioned damage (proximal needle kink) was observed during the lab evaluation at cook ireland and we would like to know if it was observed during the procedure (which means the additional pr to be opened) or as a result of returns (which will mean the new pr that you will open can be cancelled)." Customer replied: "when I received the product, I only found that the distal needle kink, not break. It is expected that the distal needle break occurred after the customer's complaint.(when I moved it) so it is certain that the broken needle did not affect the patient, and where it is unknown. Proximal sheath (near the handle) kink was found. However, I was told that the kinks were caused by them packaging the product." Document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot number is unknown a review of manufacturing records could not be performed the notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-1). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. As advised the in the additional info the puncture of the target site was difficult this would indicate that the actual lesion was hard leading to the distal end of the needle to kink, which then led to the advancement difficulties and to the damage of the sheath possibly caused when retracting the needle into the sheath or possibly upon removal of the device. As per the clarification received from the customer the distal break observed in the lab evaluation occurred outside of the patient and was caused by the needle kinking initially and that the proximal kink observed in the lab evaluation was caused during the transport and storage of the device therefore no additional pr was required. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor punctured the pancreatic head by using echo-19. At the first penetration, he gained some sample. Because that he wanted more sample, he tried second puncture, but, needle did not come out, so they used the new echo-19. No adverse effects to the patient have been reported as occurring. Device was evaluated on 05-aug-2021 and a distal and proximal break was noted on the needle.